Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to proceed past the start up screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A third party service agent evaluated the customer¿s device and verified the reported issue. The third party service agent determined that the cause of the reported issue was due to the system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. No further root cause can be determined. The customer has received a replacement device and the original device will be archived by stryker.

Event description:
The customer contacted physio-control to report that their device failed to proceed past the start up screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.